Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this elevated pacing impedance measurements on the right ventricular (rv) channel were observed during this implant procedure. The physician wanted to remove the associated lead from the device header for inspection. The setscrews were difficult to loosen and the device was replaced. No adverse patient effects were reported.